Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated that the button was responding, battery was removed but insert battery alarm did not display. Customer also stated that insulin pump display did not turn off after pressing back button for 20 seconds. Customer also stated there was low battery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.